Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-may-2022. H.6. Investigation: bdj received the samples and photos were forwarded the the manufacturing facility. According to the DHR review process, the results showed there were no issues reported like lid broken or damaged during the manufacturing process for the part number reported under this customer complaint. Also, a review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken or damaged for the same part number throughout the last twelve months. Based on the pictures provided from customer it can be seen that the lid is broken from the handle section and also, in the report, customer describes that the lid was chipped and was not shut properly. According with this investigation, it was noticed that this issue arose from a product sold in japan and all the shipping and transportation process for that country products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, in can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to the handling carried out during the transportation and those activities are out of flex¿s reach. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility.

Event description:
It was reported that 1 bd sharps coll slide close 9gal red had broken and damaged lid issues. The following information was provided by the initial reporter : the customer reported that the lid was chipped and was not shut properly.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd sharps coll slide close 9gal red had broken and damaged lid issues. The following information was provided by the initial reporter : the customer reported that the lid was chipped and was not shut properly.